Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the visual inspection of the returned device performed as part of the manufacturing investigation shows that the tip of the reamer burst off. Additionally the cutting bits are outworn and blunt. The investigation of documentation for material and manufacturing shows that the instrument produced in 2009 print specification. Afterwards it is unfortunately not possible to determine the exact cause for the damage. We can only assume that the reamer stuck while insertion and this lead into the tip crack. We would like to indicate that those instruments should be checked for applicability before using and blunt or outworn reamer has a need for exchange. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: tip of the reamer broke during the surgery. Patient has osteoporosis. There was no delay in the procedure and there was no patient harm reported. This is report 1 of 1 for (B)(4).